Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the esc button on the insulin pump is not responding. The customer received a high glucose alert and could not clear it. The customer is pregnant and was not using the sensor. Blood glucose value was 6.9 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan.